Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. A hypotube break was noted at 18.5cm distal to the distal end of the strain relief. Multiple kinks were also noted. Multiple kinks were noted on the polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 30may2024. It was reported that the tip was kinked. The target lesion was located in the left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the tip was kinked. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure. However, device analysis revealed that a hypotube break was noted at 18.5cm distal to the distal end of the strain relief.